Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: broken shaft. Time of device issue: during preparation. Adverse event: none. It was reported that during device removal from the packaging, it was noted that the shaft was broken. There was no pt involvement. No add'l info.